Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure stained, marked with permanent marker, both covers were cracked and marked, line cord was worn and pole clamp handle was broken. Device underwent functional testing by filling the tank with water, and powering on the device. The reported customer complaint was duplicated, due to a misaligned gasket in water tank cover. The problem source however has been determined to be unknown.

Event description:
Information was received that device was leaking. No adverse effects reported.